Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The customer received a replacement device. Review of the clinical data provided did not show a patient event, but did show occurrences of the pads losing connection with the device being tested on a simulator. Review of the device history logs did not show any evidence of a device malfunction. The activity logs did show occurrences of the pads not being connected to the device. The electrode pads used at the time of the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.